Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer¿s blood glucose value when admitted to hospital was 306 mg/dl. The customer was treated with insulin pump and syringe. The customer performed troubleshooting and customer alleging possible pump under delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.